Event description:
Nidek received a complaint from a customer on (B)(4) 2012. Doctor complained of hand piece has been cutting thicker than normal during surgery with mk-2000; hand piece s/n (B)(4). Doctor reported that they observed 160 micron flap with 130um blade holder. There was no other information provided at the time.

Manufacturer narrative:
The affected device was returned to nidek for evaluation on 03/12/2012. Nidek service engineer (se) had conducted an evaluation and tested for proper operation. Service engineer found that the shaft for oscillation movement was slow and also motor was out of specifications. The oscillation shaft and motor was replaced. The unit was tested for proper operation. The unit had returned back to the customer. Nidek contacted customer to gather additional information regarding the reported event and confirmed that there was no patient injury involved with the event reported; the patient did just fine after the surgery . Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.